Event description:
It was reported that leakage was observed between the cap and hub of an ultrathane mac-loc locking loop multipurpose drainage catheter. The user noted that the suture thread was observed to be sticking out of the locking hub and tube junction. As a result, urine began to "wick" up the thread, leading to leakage. This was unpleasant to the patient and caused further discomfort. This occurred with 8.5fr and 10.2fr drains. This report captures an 8.5fr drain where the suture thread was observed to be sticking out of the hub and tube junction but did not make contact with a patient. Other instances of this malfunction are captured in reports with patient identifier: 395857 and 395858. Additional information regarding event details has been requested but is currently unavailable.

Manufacturer narrative:
E3 - occupation: acting charge nurse manager. G4 - PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation: it was reported that leakage was observed between the cap and hub of an ultrathane mac-loc locking loop multipurpose drainage catheter (rpn: ult8.5-38-25-p-6s-clm-rh; lot# 15114368 ).the user noted that the suture thread was observed to be sticking out of the locking hub and tube junction. As a result, urine began to "wick" up the thread, leading to leakage. This investigation captures an 8.5fr drain where the suture thread was observed to be sticking out of the hub and tube junction but did not make contact with a patient. The instance of this malfunction on a used device is captured in a report with patient identifier: MDR # (B)(6). Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, specifications, and instructions for use (IFU), as well as a visual inspection, functional test, and dimensional verification of the returned device, were conducted during the investigation. The ult8.5-38-25-p-6s-clm-rh, ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter, lot 15114368 was returned in an opened, prepped but unused condition. A photo was provided, showing the mac-loc adaptor, and the securement of the suture string between the cap and adaptor. During tabletop testing, using a syringe and water, the catheter showed no evidence of leakage. The investigation confirmed there was one thread showing between the cap / mac-loc adapter. However, the distance between the cap and the hub was measured and determined to be within of specification. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot 15114368 and related subassembly lots revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The IFU [t_multi2_rev1] packaged with the device contains the following in relation to the reported failure mode: precautions: patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Although table top testing of the returned device could not replicate the reported leakage at the junction of the catheter, based on the information provided and the results of the investigation, cook medical has concluded the root cause to be component failure without any design or manufacturing issue. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.